Event description:
Reported due to vessel occlusion and surgery. In 2006, a physician closed an arteriotomy in the right femoral artery successfully with the proglide device after an unknown procedure. Hemostasis was achievd. It was reported that the right right femoral artery was not an appropriate site for the procedure so the physician switched to the brachial artery. During this procedure, the pt complained of tingling in her leg. It was reported the leg was blue, there was no pulse and upon fluoroscopy the dye had stopped where the proglide was deployed. A vascular surgeon was called and the pt was taken to the or for a cut-down. In surgery, it was reported that the proglide sutured the posterior and anterior wall of the femoral artery together. The surgeon removed the sutures. Hemostasis was achieved with sutures placed by the surgeon. The pt had one (1) extra hosp stay day and was discharged home. It is reported the pt is doing fine.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. Pt codes: 2562, 2580.